Event description:
It was reported that it "takings a lot longer to charge the battery". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.